Event description:
New information received notes that programming interventions were made for persistent myopotential inhibition. The were no patient symptoms reported.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to myopotential oversensing resulting in pacing inhibition on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed; the device will continue to be monitored. The patient was in stable condition.